Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during vascular planned treatment/non-emergency treatment. The procedure was completed as planned by restarting the system. It was reported to philips that the unable to store images. Upon troubleshooting, the philips field service engineer (fse) checked the system log onsite and found ¿free disk space was too low¿ message and ¿exposure not possible, image disk full¿ message. To resolve the issue, fse performed recreate image store for frontal and lateral, performed database consistency test, rebooted multiple times and performed functional testing. After repairs the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If unable to store image issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An unable to store image issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to expose and was unable to store images. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.